Event description:
Patient was revised to address infection. **update** (B)(6) 2011 - litigation papers allege: within two years after the surgery, corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. Patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient also experienced episodes of a grinding and popping sensation in her right hip.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infecton. **update** (B)(4) 2011 - litigation papers allege: within two years after the surgery, corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. Patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient also experienced episodes of a grinding and popping sensation in her right hip. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegation reported. Added dob, law firm, surgeon, age and product details in ips.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges infection requiring IV antibiotics. Added cup, bone screw, srom stem and sleeve due to alleged infection. Doi: (B)(6) 2006; dor: jun 1, 2009; right hip.